Event description:
It was reported that the atrial lead was not pacing or sensing and no p waves were seen on the patient's electrocardiogram. Upon an implant attempt of a new atrial lead, the newly implanted lead was also unable to pace or sense in the patient's atria. The chronic atrial lead was capped, the attempted atrial lead was explanted and the atrial port of the device was plugged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was received and analyzed. There were no anomalies found. It was noted that the proximal conductor was distorted and there was blood in/on the helix/lobe mechanism.